Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for erratic blood glucose test results. At the time of the call the customer reported feeling tired due to her diabetes. Medical attention was not required at the time of call. Call was escalated to technician who had attempted to call customer back to obtain further details regarding customer's complaint but was unable to reach via telephone. No further information was able to be obtained.